Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected d9 - date returned to mfg: 12/26/2024. One device was returned for analysis. Visual inspection found a peeled downstream occlusion seal. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was due to the printed wiring assembly (pwa) board. As a result, the pwa board was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 46510. There was no patient involvement. The issue was discovered during testing.